Event description:
The reported description notes that although the monitor did produce high priority pt alarms, the user indicates that the time the alarms were triggered is equal to the time of the event.

Manufacturer narrative:
(B)(4). The reported description notes that on (B)(6), 2011 at approximately 11:53 am, an intensive care pt's heart rate decreased below the low heart rate alarm limit. Although the bedside monitor did produce a bradycardia alarm, it was felt that there was a delay by the bedside monitor in producing an alarm to alert the clinician. Pt harm/injury is possible as should the clinician not be alerted to a change in pt status which is outside of the reconfigured monitor pt parameter settings. No product malfunction was identified. The central monitor's diagnostic logs (reflect the bedside and central monitor's alarms) and ECG monitoring strips from the event time were reviewed upon receipt. The alarm information from the monitor's diagnostics logs for bed # ICU bed 7 at the time of the event follows: on 11:53:51 (B)(6) 2011 ICU 7 red alarm sound - bed - the central monitor is sounding a red alarm sound for an alarm event generated by a bedside-monitored parameter. On 11:53:51 (B)(6) 2011 ICU 7 alarm brady 28 < 30 - a red/critical alarm has occurred which went below the configured bradycardia limit threshold of 30 for the configured timeframe. On 11:53:57 (B)(6) 2011 ICU 7 alarm asystole - no qrs detected for a period greater than the asystole threshold (in the absence of vfib or chaotic ECG). The earliest submitted ECG strip from ICU bed#7 at the event time, indicates that a yellow alarm was initiated at 11:48:26 for a pair of pvcs (condition which triggers this alarm - a non-ventricular contraction, followed by two ventricular contractions, followed by a non-ventricular contraction has been detected). Subsequent yellow alarms from the ECG monitoring strips include: on 11:52:39 (B)(6) 2011 ICU 7-hr 43<50- the heart rate has fallen below the low alarm limit. On 11:53:19 (B)(6) 2011 ICU 7-alarm pause- no beat detected for a period greater than the pause threshold. This also indicates that the hr alarm was paused by the user after it sounded. A philips technical engineering inspection of the cited monitor after the time of the event found that the bedside monitor was functioning per manufacture's specifications. Hazard analysis- the information provided related to this situation does not support that there is a systemic problem, design/labeling malfunction or any health risk. No corrective actions have been identified for the manufacture. Consideration of this complaint and similar complaints supports that there is no design, manufacturing, materials, or labeling problem.